Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that the back button did not respond to button presses and other buttons are delayed. The customer stated that the numbers were not ramping or the scroll bar were not moving up or down with no input from the user as up down button may be stuck. No harm requiring medical intervention was reported. The device will be returned for analysis